Event description:
According to the initial information received, a 28mm amplatzer septal occluder was chosen; however, during the procedure, the patient showed signs of hypotension and bradycardia because of myocardial stunning due to micro air embolism. The device was retracted from the patient and the patient's defect was surgically closed with success. Additional information has been requested, including patient information and details of the event and the source of the air introduction, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.